Manufacturer narrative:
A visual evaluation of the device found a kink along the shaft. The needle would extend and retract when the handle was actuated. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event. The kink was likely caused by manipulation of the device during the procedure. The device history record was reviewed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the patient's colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gold probe failed to transmit current, despite an increase in power setting. The device was connected to the generator via an adapter cable and no issues with the generator or other electrocautery devices were reported. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 reported event of gold probe failed to cauterize. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the patient's colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gold probe failed to transmit current, despite an increase in power setting. The device was connected to the generator via an adapter cable and no issues with the generator or other electrocautery devices were reported. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.